Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Health professional reported right side pain and hardening. Additionally, healthcare professional reported "local pain in the breasts, redness, pruritus, and induration compatible with baker grade IV." And "cyst in lower quadrant of right breast measuring 0.6cm.". The device remains implanted.